Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited pacing inhibition and oversensing. The presenting electrogram (egm) showed oversensing of the atrial signal on left ventricular (lv) channel resulting in lv pacing inhibition. Technical services (ts) recommended to adjust lv sensitivity. This device remains in service. No adverse patient effects were reported.